Event description:
It was reported that balloon rupture and difficulty removal occurred. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the physician attempted to remove the cutting balloon, which appeared to have burst. Its removal proved difficult, however, with some force, the cutting balloon was successfully extracted. Upon inspection, the open folds of the balloon were visibly apparent, confirming that it had ruptured. The procedure was completed and there were no patient complications reported.